Manufacturer narrative:
The reason for this revision surgery was reported as pain. The actual length of in-vivo for the item(s) listed is unknown as the original surgery date was not provided or could be established. Initial or prolonged hospitalization was required. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The devices were disposed of at the hospital and not made available to djo surgical for examination. Customer complaint history of the reported item showed no present trends or on-going issues that are needing a review. The root cause of this complaint was a revision surgery due to pain. There was no information submitted with this complaint about any patient activities, accidents, or medical contraindications that may have contributed to the reported event.

Event description:
Revision surgery - patient complained of pain.